Manufacturer narrative:
We have not received further details surrounding these events to perform a thorough investigation at this time. Should further information become available, we will notify you in a follow-up report.

Event description:
The following information is from an article published in catheterization and cardiovascular interventions titled, "delivery sheath tear after modification for asd closure."during transcatheter closure of an asd with insufficient aortic rim, an amplatzer delivery system sheath was modified by cutting a bevel at the distal tip to improve orientation of the amplatzer septal occluder. The sheath split longitudinally when attempting to recapture the aso. Using a second delivery cable to extend the length of the useful delivery cable, the damaged 7f sheath was removed and exchanged for a 7f curved (B) (4) sheath, into which the device was easily retrieved.